Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could not be duplicated, no damages or anomalies observed. A functional test was conducted no leaks were observed during use. The needle retracted and locked into place within the wing body. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after removing the needle from the vein, the top left hand had a large bruise formed. Patient denied pain or discomfort. It was also reported that the staff member where the lot was collected had a needlestick injury. The event occurred while in use with patient and it happened at the hospital.